Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient received multiple low alerts and low cgm values ranging from 40-42 mg/dl throughout the night. No bg meter comparison values were taken. The patient was concerned as she began to feel shaky, dizzy, sweaty, and had a dry mouth. The patient self-treated with glucose tablets and liquid glucose. Despite treatment, the patient¿s low cgm alerts and symptoms persisted, therefore, the patient went to the ER on (B)(6) 2026 at 8am. At the ER, the patient¿s bg meter reading was 318 mg/dl while the cgm was still reading between 42-50 mg/dl. At the ER, the patient felt ¿horrible¿ and was still shaking. The patient also underwent several unspecified tests. It was also reported that the patient took insulin at an unspecified time during this event (route not specified). The patient was still in the ER at the time of report. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.